Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's spouse that the customer experienced high blood glucose and ketones. The customer's blood glucose ranged between 445mg/dl-499mg/dl. The customer had treated with syringes. The customer was advised to contact health provider regarding the site issues and high blood glucose.